Manufacturer narrative:
Additional information to better explain the reported condition has been sought, but the several attempts have been unsuccessful.

Event description:
Procedure: diverticulectomy. Reportedly, the day after the operation, the surgeon found that the staples were not closed any more; re-operation; longer hospitalization; patient's condition satisfactory.